Event description:
It was reported that patient received inappropriate shocks. Increased pacing threshold, loss of sensing and dislodgement were observed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.